Event description:
Customer received an "incompatible sensor" message when attempting to use a freestyle libre sensor with a freestyle libre 2 reader and was unable to obtain readings. Customer did not report symptoms but reported requiring treatment of insulin (dose/type unknown) by hcp and other third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.